Event description:
It was reported during a routine check helium leaks occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Event description:
It was reported during a routine check helium leaks occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To resolve the helium leak, the stm tied the cv1 and checked all connections on the helium reservoir assembly. The stm then completed a full calibration and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that helium leaks occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however, there was no report of injury or harm to patient and no adverse event reported.